Manufacturer narrative:
It was reported that the doctor noted on the post op xrays that there is a foreign body, possibly cement, in the posterior capsule. Revision surgery is planned to replace the poly inserts. Review of the device history record indicates that device was manufactured to specification.

Event description:
It was reported that the doctor noted on the post op xrays that there is a foreign body, possibly cement, in the posterior capsule. Revision surgery is planned to replace the poly inserts.